Event description:
Patient was experiencing tremendous thigh pain. Surgeon described "I may have put it in varus". Stem was drifting in varus and lateral bone at tip of stem was looking dysplastic. Surgeon took stem and sleeve out and put long stem in to bypass area of modulus mismatch.